Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the cup and subsequent screw breakage. Doi: (B)(6) 2018, dor: (B)(6) 2020, left hip.

Event description:
Examination of the provided x-ray image confirms fracture of the bone screw as alleged and also finds the cup has migrated completely out of position and is nearly upside down.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. It is possible to confirm the reported allegation as depicted in a provided x-ray image. A root cause could not however be determined using only the singular image. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative: added: b5 and h6 (device).